Manufacturer narrative:
Investigation summary: it was reported that the plunger did not move freely within the syringe. To aid in the investigation, five samples were received for evaluation by our quality team. Four samples came in sealed packaging flow wrap and one sample has opened packaging flow wrap with the rubber stopper at the 7ml mark of the graduation scale. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352384. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. With the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed.

Event description:
It was reported that a syringe 10ml saline fill ce had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that the plunger did not move freely within the syringe.'' Plunger does not move freely within syringe. A lot of resistance. Can be misinterpreted as incorrect needle placement (in patients' fistulae/grafts) or central line malfunction. Nursing staff did "click the stick" as instructed in the IFU. We experienced this issue on a number of occasions at three of our four dialysis sites, in the past 2 weeks. All pointed to the same lot#."